Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. The pump reportedly will not be returned for evaluation; therefore, the report of suspected thrombus could not be confirmed. The instructions for use lists thrombus and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that that on (B)(6) 2015, the patient expired due to cardiac arrest. The patient had been admitted for a low hemoglobin and had a lactate dehydrogenase level of 3000 u/l. The physicians suspected that there was pump thrombus. The patient wanted support withdrawn and a decision was made with the family and the entire mechanical circulatory system team to turn the pump off. The pump was reportedly functioning adequately at the time. The pump was turned off and a few hours later the patient expired.